Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was observed on the right ventricular lead. The lead was repaired with medical adhesive and the device was reprogrammed to resolve the event. The patient was in stable condition.